Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #:9791225, 510k #: k061274 and ud I#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic radiculopathy; and underwent anterior fixation at c5-c6. The patient was in his forties his bone quality was hard. Intra-op, the socket of the screw stripped during final tightening with the screwdriver. The surgeon continued to perform locking and the operation was completed. Tapping was not performed. It is unknown if there were any patient complications due to this event.